Event description:
Catheter inserted into sacral hiatus for caudal block by anesthesiologist. When catheter was withdrawn, the tip was broken off and remained in the pt. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: caudal.